Event description:
The manufacturer received information on the event through the publication: ¿characteristic localization patterns of thrombus on various brands of bileaflet mitral mechanical heart valves as assessed by three-dimensional transesophageal echocardiography and their relationship with thromboembolism¿ by sari et al. This study was designed to clarify whether thrombus tended to display different localization patterns among most frequently implanted bileaflet mitral mphvs currently (i.e., carbomedics, sorin bicarbon, and 2 competitor¿s products) and their association with thromboembolic events. This retrospective, single-center observational study was conducted between (B)(6) 2009 to (B)(6) 2019. This study included 265 patients with documented bileaflet mechanical mitral pvt (before any specific treatment was undertaken). It is reported that 65 patients received a carbomedics mitral valve. Upon hospital admission, 17 patients had cerebrovascular events, 22 had dyspnea or heart failure, 1 had angina and 1 systemic embolism. The mean inr upon admission was 1.90 (1.26¿2.54). The level of anticoagulation therapy on admission was assessed effective for 28 patients and not effective for 37 patients.